Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported the customer was unable to test due to his adc freestyle libre reader turning on and then powering off after test strip insertion. No symptoms were reported and customer's father administered a glucagon injection to the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle liber reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. Dhrs for all precision strip within expiration at the time of complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strip continue to be safe, effective, and perform as intended in the field. Stability data for precision strip was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips, no further track and trend review was required as there were no confirmed complaints. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's father reported the customer was unable to test due to his adc freestyle libre reader turning on and then powering off after test strip insertion. No symptoms were reported and customer's father administered a glucagon injection to the customer. There was no report of death or permanent injury associated with this event.